Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301553 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. This event is associated to the manta ultra clinical study whereas the patient in included if the patient meets the criteria for on-label use of manta as specified in the country-specific manta instructions for use (IFU) and is greater than or equal to 21 years of age. The patient is excluded from the study if unable or unwilling to give informed consent or unwilling to complete follow-up assessments. A male patient, 71-year-old, 113 kgs, 30.34 bmi, presented in the or for a tavr procedure. Access was achieved utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy was 10.0mm with a measured deployment depth of 3.0cm + 1.0cm. One puncture in the same vessel was utilized during initial access and for the interventional procedure. No issues were encountered advancing or withdrawing the 16f expandable procedural sheath. Prior to closure, activated clotting time (act) was 125 and protamine was administered. An 18f manta was deployed to the measured depth in the left common femoral artery, no further adjunctive sources were required to achieve hem ostasis. Time to hemostasis was seven seconds. A post deployment angiogram revealed a patent target artery at the manta deployment site and no adverse events were reported. The next day during discharge of the patient, a visual check of the access site was performed and revealed no issues. Eighteen days post-procedure, the patient experienced a serious event. The right common femoral access site was infected. Cultures were collected indicating staphylococcus. The patient received cephalexin and was referred to vascular, medical management. Ten days post vascular, medical management, the patient reported he is doing well; swelling went down, and the course of antibiotics will be completed today. The manta instructions for use and the manta post procedure patient guide lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: infection at the puncture site which may require antibiotics or extended hospitalization; and adverse tissue response such as pain, heat, redness and/or swelling. Based on the lack of information pertaining to pre-deployment preparation and deployment procedure and closure, the root cause of the failure remains undeterminable. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that "infected right femoral access site. Location of adverse event- ipsilateral leg manta side date of tavr: (B)(6) 2024. Micro puncture and ultrasound were used to gain access, there was no difficulty gaining access per data entry. Only one femoral arterial puncture was used in the same vessel during initial access for the interventional procedure. A femoral angiogram of the target artery was completed prior to insertion of large bore sheath. Rfa: 10 mm and it was the puncture site used for tavr. Tissue depth recorded: 3.0 cm. Deployment is at 4.0 cm. Site reports 0 sheath exchanges. Sheath used is size 16fr. Tavr valve is 3 size 29 mm. Site reported no intraprocedural complication at the femoral access site before procedure sheath removal. Heparin was administered during the procedure and act was 125 and sbp was 108 mmhg prior to closure. 40 mg of protamine was given. No complications reported during/after manta deployment. Site confirms deployment per IFU. Time to hemostasis: 7 seconds. No adjunctive methods were required to achieve hemostasis. Post deployment femoral angiogram was completed and showed patent target artery at the manta deployment site, no aes reported. Patient was discharged after tavr on (B)(6) 2024. Visual check of the target femoral access site was performed at the time of discharge and revealed no issues. The event of infected right femoral access site occurred on (B)(6) 2024 and was deemed by the investigator to be moderate in severity. On (B)(6) 2024 right groin red with yellow drainage. Saw np on (B)(6) 2024 cultures + cephalexin 1000mg 1 po bid. The infection is staphylococcus. Pi, saw pt referred to vascular, medical management. Additional information: patient called and stated he is doing well; access site swelling is down, and patient's antibiotic course will be completed today-(B)(6) 2024.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "infected right femoral access site. Location of adverse event- ipsilateral leg manta side. Date of tavr: (B)(6) 2024. Micro puncture and ultrasound were used to gain access, there was no difficulty gaining access per data entry. Only one femoral arterial puncture was used in the same vessel during initial access for the interventional procedure. A femoral angiogram of the target artery was completed prior to insertion of large bore sheath. Rfa: 10 mm and it was the puncture site used for tavr. Tissue depth recorded: 3.0 cm. Deployment is at 4.0 cm. Site reports 0 sheath exchanges. Sheath used is size 16fr. Tavr valve is 3 size 29 mm. Site reported no intraprocedural complication at the femoral access site before procedure sheath removal. Heparin was administered during the procedure and act was 125 and sbp was 108 mmhg prior to closure. 40 mg of protamine was given. No complications reported during/after manta deployment. Site confirms deployment per IFU. Time to hemostasis: 7 seconds. No adjunctive methods were required to achieve hemostasis. Post deployment femoral angiogram was completed and showed patent target artery at the manta deployment site, no aes reported. Patient was discharged after tavr on (B)(6) 2024. Visual check of the target femoral access site was performed at the time of discharge and revealed no issues. The event of infected right femoral access site occurred on (B)(6) 2024 and was deemed by the investigator to be moderate in severity. On (B)(6) 2024 right groin red with yellow drainage. Saw np on (B)(6) 2024. Cultures + cephalexin 1000mg 1 po bid. The infection is staphylococcus. Pi, saw pt referred to vascular, medical management. Additional information: patient called and stated he is doing well; access site swelling is down, and patient's antibiotic course will be completed today- (B)(6) 2024.